Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to a suspected impending lead fracture. The physician observed a rise in pacing impedance from 1000 ohms at implant to 1700 ohms at a follow up, and alleged a lead fracture may be the cause. Additionally, increased thresholds were noted on the rv lead. The lead was surgically abandoned and replaced with a right sided pacing system due to an occluded left subclavian vein. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.